Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has distal end damage, as part of overall. The visual inspection presented a spring tip damage (coilwire unraveled and corewire broken). Guidewire overall length could not be measured due to the condition of the returned device (spring tip unraveled). All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip break occurred. A .035in, 300cm back-up meier guide wire was selected to advance to the lesion. However, it was noted that the tip of the wire broke when the physician pulled the device out of the sheath. The device never entered the patient and the procedure was completed with another back-up meier guide wire. No patient complications were reported and the patient's status was good.

Event description:
It was reported that guide wire tip break occurred. A .035in, 300cm back-up meier guide wire was selected to advance to the lesion. However, it was noted that the tip of the wire broke when the physician pulled the device out of the sheath. The device never entered the patient and the procedure was completed with another back-up meier guide wire. No patient complications were reported and the patient's status was good.